Event description:
The user reported receiving an "unable to proceed" alert when attempting to prime and see drops. A dry run completed successfully. The user replaced the tubing and connected adaptor and was then able to obtain drops. No adverse events were reported.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.